Event description:
Hillrom received a report from a hillrom technician stating the power cord was damage with exposed copper wires. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hillrom technician found the¿power cord needed to be replaced. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. Technical support sent a replacement of the power cord to resolve the reported event. Based on this information, no further action is required.